Manufacturer narrative:
One cadd solis vip pump was retuned for analysis with land damage and a slight bubbling in the downstream occlusion sensor seal. A sensor test and a functional test were performed to verify the reported complaint. While there is no sensor error or false downstream occlusion, the seal is slightly bubbled. The downstream sensor seal will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed a downstream occlusion sensor issue. There was no patient involvement.